Event description:
It was reported that more than 100 counts of drive line faults were noticed. Patient had a previous external percutaneous lead repair in 2018. On (B)(6) 2019, log file result showed that drive line faults did not resolve. Plan was to exchange pump after (B)(6) 2020. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: driveline wire compromise was confirmed via the evaluation of (B)(6). The pump was returned assembled with the driveline cut approximately 3.5¿ from the pump body and a severed portion of driveline, measuring approximately 39.0¿, was also returned. The sealed outflow graft was returned and was attached to its respective pump port. Sealed inflow conduit was not returned. Examination of the pump blood-contacting surfaces revealed no depositions or thrombus formations. The rotor, bearings, and other blood-contacting surfaces were viewed under a microscope. No anomalies were noted. The bionate and metal-braided shield were removed from the returned portions of driveline. Upon removal of the metal-braided shield adjacent to the pump housing, the green wire was removed with the metal-braided shield as it was completely fractured at the pump housing. Visual inspection of the remaining underlying wires revealed breaches in the insulation of the orange and black wires adjacent to the pump housing. Continuity testing was not performed on the fractured segment of green wire; however, if it had, an open circuit would have been detected. Continuity testing was performed on the remaining wires and did not reveal any discontinuities or shorts. The remaining wires were then submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any additional insulation breaches that would have contributed to an electrical short. The conductors of the orange and black wires were exposed, which appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in these areas. There was no evidence of mechanical damage such as crushing or pinching. The heartmate ii operates on a three-phase motor, where each phase is powered by two redundant wires. The system controller monitors the current in each redundant wire pair to detect open circuit conditions. If the damaged inner conductors of the green wire caused an open circuit condition, it would have been detected by the pocket controller when comparing wire currents, which could have resulted in the yellow wrench advisory alarms associated with driveline fault alarms observed in the submitted system controller log file data. The breaches in the wires would have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the mpu or power module. The disruptions in the wires would have also affected wire phases a, b, and c and could have interrupted function as a result of a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield if the device was supported by batteries. The resulting shorts to ground would have caused the reported pump stop and low speed events. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.